Event description:
A consumer reported that three yrs following intraocular lens (iol) implant surgery, her vision became blurry. She stated that she experienced a slight retinal bleed which cleared within two weeks. The consumer reported she cannot read with or w/o over the counter reading glasses. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).